Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The device was checked multiple times and rebooted. A warning message indicating "ac failure" was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device randomly shut down, and a possible faulty power module was identified. A field service engineer (fse) replaced the power module as a corrective action. The customer was advised to monitor the system and report back if the issue persisted. The fse also had the customer log in and confirmed the station was working fine. The system functioned as intended after field service engineer repaired the device.